Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. However, internal CAPA (B)(4) had been opened to investigate significantly lower inratio inr results than the reference result.

Event description:
The daughter of the patient reported the following discrepancy occurring on (B)(6) 2016: the patient received a inratio inr result of 1.6 in the morning and a laboratory inr result of 5.6 at noon. The patient's marcumar dosage was adjusted based on the laboratory inr result. No additional information is available.